Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was unknown (low) at the time of the incident. Patient's other blood glucose value: 60 and 100 mg/dl. The customer also reported low blood glucose readings in the 20s mg/dl. The customer treated with orange, apple, hard candy, juice boxes and lunch. The customer's blood glucose is currently 190 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined to troubleshoot for their blood glucose levels. The device is expected to be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime or compromised force sensor system alarm test, occlusion test and no delivery test due to compromised force sensor system alarm. Device had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and stained address or serial number label.